Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the recharger had a blank screen. The patient was unable to charge the recharger. The patient stated the desktop charger status light was illuminated and the connector pin was fine. Resetting the recharger did not resolve the issue. Patient was issued a new recharger. Additional information received stated that when the patient connected the new recharger, there was poor communication. The patient had not charged in 3-4 months. The patient was redirected to their hcp to address the suspected overdischarge. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain. Additional information received from the manufacturing representative and patient indicated they complained of increased recharging intervals and recharging time. They stated having difficulty getting the recharger to connect with the ins over the last few months. It was noted that the patient has good pain relief when they use the device, but recharging has become a burden. The rep stated that the device was discharged when they saw the patient. The patient was given instructions to recharge the device, but the patient wants to have the device replaced. The rep reviewed that they may need to help the patient get the device out of power on reset (por). They also reviewed with the patient ways to make the charging process easier and mentioned that they may still have good battery life left on their device. It was indicated that the ins will be replaced. No further complications were reported or anticipated.